Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the torque screw of the a1059 mayfield modified skull clamp loosened during an unspecified procedure. The device was also grinding in the locking mechanism. There was no known patient injury or surgery delay.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) review showed no abnormalities related to the reported failure. The investigation of the returned a1059 mayfield modified skull clamp confirmed the reported complaint .with respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The unit received with the torque knob threads are grinding and the torque shaft needs replaced. The observed condition is likely caused by wear and tear/improper handling. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.